Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The patients mother powered on the device while attempting to put it on the patient then the screen turned red, and the ventilator inoperative alarm occurred. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
It was previously reported that: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The patients mother powered on the device while attempting to put it on the patient then the screen turned red, and the ventilator inoperative alarm occurred. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Newly reported: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational inspection. Error code e-155 was observed in the event log indicating the fluctuation volume of a flow sensor deviated from the standard. The ventilator inoperative fix was performed using the exclusive software and the issue was resolved. The flow sensor was also replaced as a preventive measure.